Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent right hip arthroplasty in 1995. An upcoming revision procedure has been indicated due to wear. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right hip arthroplasty in 1995. Subsequently, patient was revised on (B)(6) 2014 due to wear.